Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services as the doctor icon on the remote home monitor was red. Patient services assisted the patient in sending a successful remote interrogation and referred the patient to their clinic, as the red light may indicate an alert that was not able to be transmitted to the clinic. Attempts were made to contact the clinic in order to determine why the light on the remote monitor was red, however no further information was able to be obtained. At this time the pacemaker system remains in service and no adverse patient effects were reported.